Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
A patient reported they experienced the events of ¿undulation on the scar of the right side¿, ¿feels a burning sensation under her breast¿, ¿sometimes it feels painful¿, ¿any time I touch it and it folds¿, and ¿it feels weird and sometimes I feel bumps as I run my hands around" and capsular contracture baker grade unknown. The device remains implanted.